Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided, email address was not provided.

Event description:
It was reported that during the implant placement for dental site 4, the bone walls around the implant fractured. The implant was removed.

Manufacturer narrative:
Supplemental medwatch: zimmer biomet complaint number (B)(4).

Event description:
Doctor's assistant confirmed by phone that no other implant has been placed yet.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified no damage. The returned device was measured with a caliper and verified to match device history record (DHR) specifications per dwg no. Pd-tsv4b10 rev c. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 15 and was used same day. Pictures or x-ray images of the osteotomy were not provided. DHR review was completed for the subject lot number (63480641). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63480641) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A imp,tsv,4.1mm,sbm,10 (tsv4b10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 15 and was used same day. Pictures or x-ray images were not provided. Device history record (DHR) review was completed for the subject lot number (63480641). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63480641) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.